Event description:
A report was received from a user facility in the USA stating: "the vitrectomy cutter stopped working in the middle of the case." Additional information received states the cutter was in the eye when it stopped working. Another cutter was used to complete the procedure. There were no further problems and no patient injury was reported.

Manufacturer narrative:
The device was discarded by the user facility. The lot number was not provided; therefore a device history record could not be provided. The cutter assembly, contained within the stellaris 20 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing. Report 2 of 2.